Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. In the sample received product can be observed, without the blue clip. It was found that the pump tube was detached from the housing and a drop of adhesive can be seen on the tube pump. However, due to this condition it is not possible to perform the functional test. The occurrence of this fault condition could be caused by an incorrect ultraviolet adhesive dispensing setting and insufficient ultraviolet adhesive. This failure condition will continue to be monitored for this failure condition in this product for threshold or escalation. Production personnel were notified by quality engineer for awareness of the failure mode reported by customer, to reinforce the steps established in the procedure.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. In the sample received product can be observed, without the blue clip. It was found that the pump tube was detached from the housing and a drop of adhesive can be seen on the tube pump. However, due to this condition it is not possible to perform the functional test. The occurrence of this fault condition could be caused by an incorrect ultraviolet adhesive dispensing setting and insufficient ultraviolet adhesive. This failure condition will continue to be monitored for this failure condition in this product for threshold or escalation. Production personnel were notified by quality engineer for awareness of the failure mode reported by customer, to reinforce the steps established in the procedure.

Event description:
It was reported the device was in use with patient for infusion of cefazolin the reporter stated after the infusion was completed the medication bag retained 20% of the total infusion volume. No adverse effects reported.